Event description:
Ous MDR - after an implantation period of about 18 months, inappropriate shocks due to ventricular noise detection were reported. It was further reported that the noise occurred while moving the device in the pocket and that low pacing impedance (242 ohm) and r undersensing were measured. No adverse patient side effects have been reported.